Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device did not alarm for low blood glucose alerts. The customer had a seizure due to a low blood glucose level on (B)(6) 2019. The blood glucose was unknown at the time of the incident and the blood glucose was 141 mg/dl at the time of the call. The low blood glucose was treated with food and juice. The customer also reported suffering a seizure and went into a coma 7 years ago due receiving a medical procedure. The customer was assisted with setting the suspend function on the pump. The customer was not trained on the auto mode feature. The device will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020-snsr, mds-unk-xmtr.